Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300-400 mg/dl) around lunch and dinner time. A correction bolus via the pump was delivered to address the high bg. The contact thought that the cause of the high bg was due to the pump settings needing adjustment and was discussing the events with a healthcare provider.